Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed the issue of battery failure. They replaced the back shell / battery, the front cover assembly (due to window damage) and successfully tested the monitor and blade. The device was returned to the customer. Additional part used: glidescope ranger gvl 4 2' cable; catalog: 0574-0018; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during an emergency patient procedure, using a glidescope ranger monitor, there was an initial flash on the screen and then it went blank. The customer was not able to use the device to intubate. A delay in the procedure of unknown duration occurred as an unstated back-up device was obtained. No harm to patient or user was reported.